Event description:
Reportedly during a case, black liquid leaked onto the operating site/patient. The surgeon had to irrigate the ear and continue the procedure with another drill.

Manufacturer narrative:
The device has not been returned for evaluation. The serial number is unknown at this point. Three attempts have been made to obtain more information.